Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had issues with the placement of the purewick female external catheter. Stated that the patient inserted the wick into vagina and called as the patient felt the wick was inserted incorrectly. Representative advised wick should not be inserted into the body and went over placement as well as emailed the customer with pictures and website link to watch the instruction video. Patient had been using the product less than 90 days.

Event description:
It was reported that the patient had issues with the placement of the purewick female external catheter. Stated that the patient inserted the wick into vagina and called as the patient felt the wick was inserted incorrectly. Representative advised wick should not be inserted into the body and went over placement as well as emailed the customer with pictures and website link to watch the instruction video. Patient had been using the product less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had issues with the placement of the purewick female external catheter. It was stated that the patient inserted the wick into the vagina and stated as the patient felt the wick was inserted incorrectly. The representative advised the wick should not be inserted into the body and went over the placement as well as emailed the customer with pictures and a website link to watch the instructional video. The patient had been using the product less than 90 days. Per customer via phone on (B)(6)2022 it was stated that the customer still had some problem with the urine leakage.

Manufacturer narrative:
The reported event was confirmed as a use related. The root cause for this failure mode was due to the user unaware of correct use of the device or places the device incorrectly. It was unknown whether the device had met specifications. The product was used for the treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required due to the reported issue was confirmed as use related. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Recommendations: properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients." Correction: e h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.